Event description:
A (B) (6) male pt called in to zoll lifecor customer support to report his batteries were not charging. Further review of pt download revealed several battery charger fault flags occurring on both of the pt's batteries. Support issued the pt a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the battery fault/charger fault was a defective charger. The cause for the defective charger was a combination of defective components. The charger was found to have a defective pnp low sat transistor (component q1) and three defective 6a 40v schottky rectifiers (components d4, d13 and d14). The root cause for the defective components cannot be positively determined. No adverse event resulted from the damaged components. The pt was provided with a replacement charger.